Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose so low that a meter couldn't read it at the time of the incident. The customer was at 230 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. The customer also stated that they felt the pump over delivering so they ate bread and a teaspoon of honey to treat. The customer also stated they were having highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube.